Event description:
It was reported that customer was hospitalized for high blood glucose levels. Troubleshooting performed and insulin exited during test prime. Unable to perform high pressure test due to the fact that mother did not have tubing clamp. Mother was advised to call back to complete troubleshooting once tubing clamp arrived.